Event description:
Customer obtained results of "500 something" mg/dl and 185mg/dl within 10 minutes on the accu-check advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.